Manufacturer narrative:
Due to character limitation in e1 initial reporter, the full initial reporter is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) suddenly shut down without any warning. There were no alarms or sounds associated. They were able to power up again and resume pumping and it has not happened again. There was no harm or injury to the patient.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion) h11. It was reported that during use the cs300 intra aortic balloon pump (iabp) had shutdown - unexpected unspecified - able to turn back on without issue. Customer reported that the pump suddenly shut down without any warning. There were no alarms or sounds associated. They were able to power up again and resume pumping and it has not happened again. They do not have another pump available for exchange. There was patient involvement however, no adverse event reported. Customer is not interested at this time in a loaner pump and will report the pump to biomed as soon as possible. More than 3 gfe's raised, no response or update has been provided, the complaint will be closed and, in the event, new information was to become available, this record will be reopened and updated.